Manufacturer narrative:
Inspection of the soft cannula found the external portion of the soft cannula to be stretched. The length of the soft cannula measured above specification at 1.718 inches. It could not be determined when or how this damage occurred. Though the soft cannula was observed to be damaged, fluid was still able to flow freely through the complete fluid path. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported event. Upon inspection, the card cannula needle tip was found to be dull and squared off, making it inadequate. The damaged formed needle tip did not contribute to the reported event.

Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours.